Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation due to an unrelated issue. The thermistor calibration and testing was also unable to be performed due to an unrelated issue. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified however, the cause could not be determined. The device was tested to ensure release requirements were met during the repair process before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.